Manufacturer narrative:
(B)(4). The main component of the system and other applicable component are: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information received from a healthcare professional, via a manufacturer representative, reported the implantable neurostimulator (ins) had decreased battery life. The neurologist reported premature battery depletion and that he observed unusual impedance values in the system (low impedance indicating a short). The battery was at 2.68 volts. He suspected a kink in the dbs lead as seen on x-ray and CT image. Additional information reported the patient was receiving effective therapy prior to the reported premature battery depletion and the patient did not experience any falls or traumas. The cause of the kinked lead was not known. The left side was 218 ohms and the right side was 295 ohms. The used settings include a voltage of 2.0 on the left side and 3.1 volts on the right side, a rate of 200, a pulse width of 60 microseconds and continuous stimulation. Troubleshooting included x-ray and electrical troubleshooting of system conductivity using surface emg electrodes. No actions or interventions were taken to resolve the issue.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the outer insulation of the extension body had breached depression at 4.8 cm from the proximal end. Analysis of the extension (s/n (B)(4)) found the outer insulation of the extension body had breached depressions at 5.2, 11.4, and 12.6 cm from the proximal end. Analysis of the implantable neurostimulator (ins) found the ins battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.